Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a shorted condition during defibrillation threshold (dft) testing during the implant procedure. Measurements through painless test include shock impedance of 41 ohms, pacing impedance of 448 ohms, ventricular thresholds of 1.6 volts, and r-wave amplitude of 8.9 mv. However, when shocks of 14 joules, 31 joules, and 31 joules were administered during the dft testing, a shorted condition was displayed. Visual examination of the device following the dft testing revealed a pit had formed on the posterior side of the can. The physician elected to remove the device and cap the lead. A similar device and lead were used to complete the procedure.